Manufacturer narrative:
The product was requested but has not been received. Doctor and medical information was requested but will not be provided. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported during use of the product, her lenses were causing discomfort. Consumer reported visiting a doctor and was diagnosed with an infection in both eyes. Consumer reported the doctor informed her that event could be from the contact lenses. Consumer¿s lenses are to be discarded bimonthly but she discards them after 4 months of use. Per the consumer, the doctor instructed to discontinue the contact lenses for two weeks and to use an antibiotic based ointment and an eye drop to treat the infection. Doctor also instructed to use a different eye drop for dry eyes to be applied when necessary. Consumer finished the course of the treatment and wore a new pair of lenses and retried the product. The discomfort reappeared. Consumer reported she then noticed there were small flies in the bottle. The consumer has been using the product and this is the first time the consumer observed the small flies. After discontinuing contact lens wear and usage of the product, the consumer recovered. Consumer purchased a new bottle and has been using it without any issues. Consumer reported she will return to the doctor¿s office in the next month but does not know when. Doctor and medical information was requested but will not be provided.

Manufacturer narrative:
The complaint sample was returned and evaluated. The results of the chemical and microbiological testing revealed that the sample met all criteria. Visual inspection of the complaint sample confirmed what appeared to be small insects present within the solution. The consumer reported noticing these ¿small flies¿ in the solution only after re-use of the product; she reported that the bottle was properly sealed upon purchase. During the course of the lot batch record review, visual inspection of retain samples was performed and there was no evidence of any foreign material present. Specifically, no insects of any kind were found in the solution from any of the retain bottles viewed. Furthermore, as already indicated within an earlier report, pest control records were reviewed and it was confirmed that proper pest control was maintained. Consumer declined to provide doctor¿s contact information. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
A review of the lot batch record, a review of the pest control records and testing of a retain sample concluded this product was formulated, manufactured and packaged according to local and global specifications. Based on available information, no causal factors and be determined and no conclusion can be drawn.